Event description:
It was reported that the device has ventricular output with it turned to zero and also when powered off. It was also reported the sense light flashes and the output voltage is out of specification. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main circuit board (pcb) and heart lead flex. This analysis found that the reported failures were caused by a diode component failure on the heart lead flex assembly.

Event description:
It was reported that the device has ventricular output with it turned to zero and also when powered off. It was also reported the sense light flashes and the output voltage is out of specification. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular sense light-emitting-diode (led) flashed in conjunction with the ventricular pace led, that the heart lead flex was out of specification, but analysis could not confirm the customer comment that the device did have ventricular output when turned to zero and when it was turned off. Analysis also found that the upper and lower cases were broken, that the battery release was stuck in the "open" position due to a piece of the broken upper case being lodged underneath it, both bail covers, both bails, the ring and the ring cover were missing, the keyboard was scratched and the main printed circuit board was out of specification. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.